Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned a photo of a 1cc syringe. Customer states that the needle broke off when injecting. The attached photo was examined and exhibited a broken cannula. Unable to perform DHR check for needle breaks off during use due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as it is difficult to see how the cannula broke from the attached photo. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd ultra-fine¿ ii insulin syringe needle broke off while injecting insulin. The following information was provided by the initial reporter: "I have been using you product bd ultra fine-ii syringe since 2012 but today for the first time my needle broke off while I was injecting insulin."